Manufacturer narrative:
Device evaluations: visual analysis of the photographs identified; red particles on the shell and an extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side device rupture diagnosed by ultrasound scan and mammogram. The patient presented with swelling, pain and hardening of the breast. The device remains implanted.